Manufacturer narrative:
The reason for this revision surgery was device loosening after 3 years, 2 months, 19 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the components listed in the complaint. A review of the product complaint report history showed there have been 15 prior complaints reported against this part; with 3 of them having the same failure mode of device loosening. This is the first complaint against this lot number. The complaint reports the patient had fallen again, loosening the stem. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Second revision surgery - due to the patient being noncompliant they have fallen again, loosening the stem inside the humerus. (B)(4).